Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the flow sensor latch was damaged. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the damaged flow sensor. The unit operated to the manufacturer's specifications.